Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level. The customer's blood glucose values were 550 mg/dl, 600 mg/dl and was treated with manual shots and the blood glucose came down by 350 mg/dl. The customer tried to get her pump inserted and she had difficulty in going through the steps and customer's blood glucose are high. The customer's pump was purging air bubbles when the phone was disconnected. The pump will not be returned for analysis.